Event description:
Boston scientific crm received information from a clinical study that on the date of implant with this cardiac resynchronization therapy defibrillator (crt-d) system, no ventricular capture was observed on the crt-d electrograms. It was reported that the patient was exposed to an electromagnetic field. There were no changes in the programming of the system, nor any additional intervention performed. Additionally, there were no adverse effects that occurred as a result of this clinical observation. This system remains implanted.

Event description:
New information was received approximately five months later which determined that the initial loss of capture initially observed, actually occurred during the implant procedure. This finding resulted from the discussion of the clinical study monitor and the stored episode review from boston scientific technical services (ts). The finding reported that the date of implant and the date of the recorded episode were the same ((B)(6) 2010). Noise was observed on all electrograms and oversensing occurred. The signal was observed simultaneously on both the right ventricular and shock channels, at a frequency of every two seconds, and of which corresponded to the auto lead detect signal. Ts concluded that this observation was indicative of improper lead connection to the device, and that the device was likely outside of the pocket. The current system remains implanted and there have been no further issues since the original observation five months ago.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.